Event description:
The customer reported the ventilator screen went blank and then shut down while in use on apt. The customer reported the ventilator was in use on a pt, and there was no pt harm. The respironics service tech was unable to duplicate the customer reported problem, however, the ventilator diagnostic log revealed the backup battery had become depleted upon extended use, which will result in the ventilator alarming and shutting down. Final testing was completed and the unit passed inspection and testing to specifications. When the ventilator is equipped with a backup battery and it is in use, the ventilator alarms indicating the backup battery is the power source for ventilator operation. The user allowed the backup battery to deplete upon use, contributing to this event.